Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that they dropped their patient programmer (pp) on (B)(6), and after that they noticed an elective replacement indicator (eri) message. There was an allegation/dissatisfaction with implantable neurostimulator (ins) longevity, and the patient is to follow up with the hcp to discuss replacement. There were no patient symptoms alleged. The patient's indication for implant is movement disorders.